Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that moisture was located behind the display and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jun-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple unexplained pump reboot events. The battery compartment and returned battery cap were found to be undamaged, free of moisture ingress, and able to properly secure during testing.  During testing, the pump was powered on and the display was found to be blank with normal auditory and vibration, which impeded further testing. Moisture was observed behind the display lens. The pump cover was removed and moisture ingress was found to the printed circuit board and internal components. The original complaint of a power issue was noted in the pump history but unable to be fully investigated during the blank display.